Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator was not connecting. The patient stated that communicator showed no lights, and a burning smell was emanating. A boston scientific company representative advised the patient for communicator replacement. No adverse patient effects were reported. The communicator was deactivated.